Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown explanted: (B)(6)2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024 (B)(6) (hcp): information was received from a healthcare professional regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller said pt may have had a ins and lead system from this manufacturer and the lead migrated and the ins was causing the pt pain, so the system was explanted - caller was uncertain if pt's stimulation system even was from this manufacturer, but pt said it was from this manufacturer. Lead and stimulator explanted on (B)(6) 2021 and replaced with a different manufacturer's ins. Pt could not be located in registration system.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the medtronic device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 for the medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare professional reported that the patient did not have a medtronic system, they had an axonics device. It was stated that there were multiple reprogramming and stimulation changes done. The patient had difficulty charging and the device battery was dead and unable to connect to the clinician programmer. The device was removed and replaced with another axonics device.